Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the air supply volume did not meet the standard value due to clogging of the nozzle. The device evaluation found the water supply volume did not meet the standard value due to clogging of the nozzle. Water removal ability did not meet the standard value due to the clogging of the nozzle. The nozzle was found with foreign objects inside, due to insufficient cleaning. The bending section cover was dirty due to insufficient cleaning with organics remaining. Additionally, the adhesive on the bending section cover had a crack, the paint on the air/water-cylinder was peeled. The adhesive on the bending section cover had a crack. Due to a scratch on the objective lens, the image had a partially dark area. The connecting tube was twisted. The following were each discolored: the light guide lens, the objective lens, light guide lens, the connecting tube, the control unit. The following were each scratched: switch 1, plastic distal end cover, connecting tube, plastic distal end cover, image guide protector, forceps elevator lever, forceps elevator knob, up/down knob, right/left knob, scope cover unit, switch box, scope connector cover, universal cord, grip control unit, and the light guide cover glass. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis lucera elite gastrointestinal videoscope had poor air and water supply. This issue was found during preparation for use. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a foreign object was found within the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be conclusively determined. It was confirmed that foreign material was in the nozzle, however, the specific material could not be identified and the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected that would hinder reprocessing and it was confirmed that reprocessing was performed according to the instructions for use (IFU). Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer cleaned, disinfected, and sterilized the equipment prior to sending it in for repair. There was no delay to the start of pre-cleaning, which was properly implemented. During the pre-cleaning process, the customer supplied air and water through the nozzle. There were no abnormalities with the accessories used for reprocessing. The scope was not immersed in detergent solution. The customer wiped/brushed the air/water nozzle with a clean lint-free cloth, brush, or sponge. The air/water nozzle was flushed with detergent solution. The event can be detected by handling the device in accordance with the following instructions for use (IFU): "[inspection of the endoscope] 8. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function] inspection of the water feeding function 1. Cover the spray valve hole with your finger. 2. Depress the valve all the way (till the 2nd step) and confirm that water flow is observed in the entire endoscopic image. Inspection of the spray function 1. Cover the spray valve hole with your finger. 2. While keeping the spray valve hole covered, depress the valve till the first stop position (till the 1st step). Confirm that emission of water spray is observed in the entire endoscopic image." Olympus will continue to monitor field performance for this device.